Manufacturer narrative:
Manufacturers ref# (B)(4). G4) PMA/510(k): similar to device marketed under p140016. Summary of investigational findings: a 64-year-old female was treated for a thoracoabdominal aortic aneurysm (taaa) with 3 zta-p stents grafts in following sequence: zta-p-38-167 (complaint device), zta-p-44-233 (complaint device), zta-p-46-233 (complaint device). Proximal seal zone was zone 2 (left common carotid to left subclavian) and distal seal zone was zone 5 (mid descending aorta to celiac). The patient had a pre-implantation carotid-carotid bypass performed. During the procedure (B)(6) 2023) there was a planned left subclavian embolization, where the most proximal device (zta-p-38-167) completely covers the left subclavian. Cardiac output was reduced using balloon occlusion. This resulted in hypotension and was treated with medical management ¿reanimation¿ and was resolved without sequalae. The event is related to treated aortic disease and study procedure. The patient had a medical history of hyperlipidemia/hypercholesterolemia, obesity, chronic obstructive pulmonary disease, vascular disease and smoking within the last year. The hypotension is considered to be a procedure-related side-effect, thus all implanted devices are considered "complaint device." Cardiac complications and subsequent attendant problems are known adverse events associated with the zta graft or the implantation procedure. It is noted that three zta-p are deployed in sequence, which is outside the intended proximal and distal component combination described in the instruction for use. Nothing indicates that the event is related to fault conditions of the device or the abnormal use of the device, but rather inherent to the procedure why the event is assessed to be a side effect. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: on (B)(6)2023 the patient was routinely treated for an asymptomatic type I taaa (thoracoabdominal aortic aneurysm) using zta-p-38-167, zta-p-44-233 and zta-p-46-233. During the procedure, the cardiac output was reduced using balloon occlusion. This resulted in hypotension and was treated with medical management ¿reanimation¿ and the event was resolved without sequalae. The event is considered related to treated aortic disease and study procedure. Patient outcome: the event did not lead to a serious deterioration in health.